Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported unit is inoperable except on battery. Unknown- it was not clarified when this event occurred and if any harm was associated with this event

Manufacturer narrative:
This customer returned bmc was tested after removing the wire from j3 pin 4 and no failures were identified. The heat related damage at j3 pin 4 was a cosmetic issue with no functional faults identified.